Manufacturer narrative:
Service was not dispatched for this event. No additional information is available regarding this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported receiving one leaking bottle in a box containing four 1950ml bottles of access wash buffer ii. There was no report of injury to patients or end users in connection to this event.